Event description:
The customer reported that the device jaws could not be re-opened during a trans hiatal esophagectomy. The device was pried off with another instrument in order to remove it from tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.